Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer® barricor¿ lh plasma blood collection tubes, cannot aspirate from the tube using analyzer. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the hospital of arras has been equipped with the siemens atellica solution for over a year. I have implanted the barricor tubes since (B)(6) 2020, and the ch is facing the same problems as (B)(6) with a rejection rate even greater than the university hospital is around 70% rejection. We were at ch arras this afternoon with (B)(6) to understand these problems. As at the university hospital of amiens when they replay the tubes manually, it works. The people at siemens keep telling biologists and executives that the barricor is not validated on the atellica solution, the speech is contradictory with their words at the marseille aphm which must pass on this same solution of here 1 to 2 years. For information, we tried to cool down the situation and we asked the ch to wait until we have our call with the chu amiens and siemens in order to find a solution. Could you please give me more details about the defect found, what is meant by "tube rejection"? The tube is presented to the analyser. The analyser rejects it even though the correct volume of blood is sampled. The analyser rejects it (by placing it in the error exit area) with the error "sample integrity error". Were there any patient, or medical staff consequences? None at all. This leads to additional actions/taches for the laboratory technicians.

Event description:
It was reported that while using bd vacutainer® barricor¿ lh plasma blood collection tubes, cannot aspirate from the tube using analyzer. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the (B)(6) hospital has been equipped with the siemens atellica solution for over a year. I have implanted the barricor tubes since (B)(6) 2020 and the ch is facing the same problems as the (B)(6) hospital with a rejection rate even greater than the (B)(6) hospital is around 70% rejection. We were at (B)(6) hospital this afternoon with (B)(6) to understand these problems. As at the (B)(6) hospital when they replay the tubes manually, it works. The people at siemens keep telling biologists and executives that the barricor is not validated on the atellica solution, the speech is contradictory with their words at the marseille aphm which must pass on this same solution of here 1 to 2 years. For information, we tried to cool down the situation and we asked the ch to wait until we have our call with the chu amiens and siemens in order to find a solution. - could you please give me more details about the defect found, what is meant by "tube rejection"? The tube is presented to the analyser. The analyser rejects it even though the correct volume of blood is sampled. The analyser rejects it (by placing it in the error exit area) with the error "sample integrity error". - were there any patient or medical staff consequences? None at all. This leads to additional actions/taches for the laboratory technicians.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. The device history records could not be reviewed because lot number was not provided. Functional testing was conducted on retention samples from material #365053, lot# 015156, 3.5ml barricor tubes. Testing included blood drawn from subjects and bagged blood, no aspiration errors were observed. H3 other text : see h.10.